Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Pain is a perception by the patient and the cause of pain cannot be determined to be a result of the implant's form, fit, or function. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 6 of 6.

Event description:
A revision surgery due to pain was reported.